Manufacturer narrative:
Isi received the universal surgical manipulator (usm) and completed the failure analysis evaluation. The reported issue of error 319 was confirmed in the logs and was replicated in-house. Logs showed errors 307 and 319 occurring on arm 2 pointing toward parallelogram and rolling loop fibers. The unit was tested on an in-house system in normal mode where it triggered a 319 error. The unit was also tested on a testing platform where it failed the check all boards present and fiber tests. The complaint was confirmed through the failure analysis evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to reproduce the customer reported issue and as a result, the fse replaced the usm. The system was tested and verified as ready for use. Isi has received the usm; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer observed that universal surgical manipulator (usm) #2 became unusable. The customer attempted to power cycle the system, but the issue was not resolved. The surgeon elected to convert the procedure to traditional laparoscopic surgery which caused a 40-minute delay. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the conversion to traditional laparoscopic surgery resulted with the customer adding additional incision ports. The surgeon made an additional port for laparoscopic surgery due to difficulty of approach and the need for an assist port. This caused a 40 minute delay, but there was no complication after the procedure.